Event description:
During use; "intermittent black out or fuzzy picture and image lag during use. No adverse affects to patient or intubation. No serious injury/harm to patient or user reported. No indirect harm reported. No requirement for intervention to prevent permanent damage reported. No hospitalisation - initila or stay proloned by 1 day or more reported. No serious injury, disability or permanent impairement reported. Not life-threatening. No death reported.